Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter-in-law reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was unknown at the time of incident. The customer's blood glucose was 122 mg/dl at the time of call. The customer's blood glucose was 93 mg/dl at the time of hospitalization and it went down to 73 mg/dl. The customer's daughter-in-law stated that they were given food to treat the blood glucose. The customer's daughter-in-law stated that they were wearing the insulin pump during hospitalization. The customer's daughter-in-law stated that the drive support cap appeared normal. The customer's daughter-in-law stated that the reservoir was showing the same amount of insulin as shown on the status screen. The customer's daughter-in-law stated that the insulin pump was exposed to high magnetic fields. The customer's daughter-in-law performed displacement test and the insulin pump passed. The insulin pump will not be returned for analysis.